Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was stated that the reason for their call was to obtain information about the device as they were completing event reporting for the patient as they were enrolled in a study. It was reported that the patient had high pressure in their bladder compared to last year. Thy stated that they couldn't void normally so they had to use high pressure to void and the physician was concerned about high risk of upper tract issues. It was stated that several physicians were aware of the situation and it was unknown at this time if it was related to the device. They stated that at the end of the trial last year the patient had several tests done including a urodynamic test. This year those tests were repeated those and that it when they found that the patient had high pressure in their bladder compared to last year. The patient¿s doctor was made aware of the issue on (B)(6) 2017. It was reported that the physician planned to monitor the patient and possibly order more testing to reduce the bladder pressure and minimize the potential damage to the upper tract. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.